Manufacturer narrative:
The customer reported that the system¿s footswitch was not working correctly and the embedded laser in system was turning off on its own. A review of the service request (sr) indicates the customer did not authorize service to be performed. The service call was canceled. The system was manufactured on january 6, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The customer reported that the system¿s footswitch was not working correctly when used with the associated system. The footswitch serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported laser and footswitch issues cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was turning off on its own and the foot pedal was not working correctly. Additional information has been requested.